Manufacturer narrative:
The analyzer serial number is (B)(6) . The qc recovery data provided was acceptable. The investigation is ongoing.

Event description:
There was an allegation of questionable mg2 magnesium gen.2 results for 1 patient plasma sample on a cobas c 503 analytical unit. The initial mg2 result was 4.7 mg/dl. The doctor questioned the results and the customer repeated the sample. The sample was repeated and the repeat result was 1.6 mg/dl. The repeat result was deemed correct.

Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The field service engineer (fse) performed decontamination of the analyzer, changed the reagent probes, adjusted the gear pump, made rinse mechanism adjustments, added special washes to the reagent probes, and performed mechanical, operational, and precision checks successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit. The investigation did not identify a product problem. The root cause of the event could not be determined.